Manufacturer narrative:
No PMA/510 (k) number as this product is for export only. The device will not be returned to the manufacturer for evaluation. However, a review of the device history record was performed on the related lot [of the device in question] including the subassembly lots for the main coil and pusher wire and no component issues were identified at the time of manufacture. The related lots met all specifications relevant to the complaint upon release. A search in the complaint database was performed and no other complaint has been reported for the related lot. It was reported to the manufacturer on 05/24/2007 that continuous flush was not maintained throughout the procedure. The dfu (directions for use) for the device in question references the following precaution: "in order to achieve optimal performance and manipulation of the coil, it is critical that a continuous flow of appropriate flush solution be maintained." A possible contributory factor to coil stretch may result from the lack of continuous flush as the coil is being manipulated against the retrograde flow of blood in the catheter.

Event description:
It was reported to the manufacturer that the customer had encountered problems with a coil [device in question] resulting in the use of medical intervention. Five coils were successfully deployed for the embolization of 12mm aneurysm at the proper hepatic artery. The physician experienced difficulty in positioning the sixth coil [device in question] and had to reposition it several times. The coil [device in question] became caught in a deployed coil that resulted in stretching of the coil [device in question]. Continuous flush was not maintained throughout the procedure. The coil was retrieved by the physician using a gooseneck snare device. The procedure was completed with another coil of the same type.